Event description:
It was reported to medtronic neurosurgery that the surgeon found the delta chamber to be leaking when he performed the pre-operative valve tests. It was also reported that there was no injury to the patient.

Manufacturer narrative:
The valve was patent. It met requirements for the reflux and preimplantation tests. It also met all of the requirements for the pressure-flow tests. The valve did not meet requirements for the siphon and leakage test. Four tears were observed on the delta chamber membranes. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.